Event description:
It was reported that the lead impedance measurements were not consistent. On the first readings all pairs were greater than 4,000 ohms. The second time electrodes 0-2 had high impedance but 3 was fine. These readings were not reproducible. The physician disconnected the lead from the ipg and then connected the lead to an external stimulator. The pt showed no motor or sensitive reactions. The lead was then replaced and connected to the original ipg. No surgical complications were reported.